Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior tibial artery using an indigo system aspiration catheter 6 (cat6) and a non-penumbra sheath. During the procedure, while inserting the cat6 into the sheath, the physician experienced resistance. Subsequently, the physician kinked the distal end of the cat6. Therefore, the cat6 was removed. The procedure was completed using a non-penumbra catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned cat6 confirmed that the catheter was kinked. If the peel-able sheath is not used to protect the distal shaft of the cat6 during insertion, damage such as kinks may occur. During the functional test, resistance was encountered due to the kinks and ovalization on the distal shaft of the cat6 while attempting to advance the catheter through a demonstration neuron max, and the cat6 could not be advanced any further. Further evaluation revealed additional ovalization along the distal shaft. This damage was incidental to the reported complaint and may have occurred during forceful gripping or pinching during insertion. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.